Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age or date of birth: unk. Weight: unk. Ethnicity: unk. Race: unk. Device evaluation: the lens was returned in liquid, in a vial. Visual inspection found a haptic torn. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -6.0 diopter, on (B)(6) 2019. The lens was explanted the same day due to the lens was too large. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.